Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6 investigation conclusions code was added. Upon review, it was identified that it was inadvertently omitted from follow-up report #1.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Failure to advance: the cause of the delivery issue was related to patient condition per clinical details of small vessel size and noted radiation changes within the artery. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported events include failure to advance, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 42 year-old female patient presenting with cardiomyopathy, scai shock stage e. An axillary cutdown was performed. The vessel appeared smaller than anticipated with arterial changes attributed to prior chest radiation for hodgkin¿s lymphoma. The graft was successfully sewn to the artery, and the impella 5.5 was inserted and passed across the anastomosis without issue. However, the physician was unable to pass the impella under the clavicle despite arm manipulation and manual adjustments within the axillary pocket. Given the radiation-related vascular changes and the risk of arterial injury, the physician determined it was unsafe to proceed, and the procedure was aborted. The reported events include failure to advance, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient.